Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (vb)(6) 2020. The patient passed out while driving, due to hypoglycemia (no other symptoms provided). She remembered that prior to passing out the cgm value was in normal range at around 189 mg/dl so there was no notification/indication received that she was about to go low. She was taken by ambulance to the hospital and her bg level was 17mg/dl. She was admitted to the hospital for four days. She could not remember what medication was given to get her glucose level back to normal. At the time of the report her glucose was in normal range. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.